Event description:
It was reported that review of a scheduled transmission identified an increase in atrial pacing impedance measurements followed by a decrease and then back to normal measurements over a three month time period. No changes were noted in atrial threshold or amplitude trends. Right ventricular (rv) pacing impedance had decreased from 720 ohms to 467 ohms in one day and have been stable since then. The local area boston scientific representative confirmed the change in rv impedance was due to the lead polarity being changed from bipolar to unipolar/bipolar. There was no programming noted to explain the changes in atrial pacing impedance measurements. The patient was also followed one month ago and no concerns were reported. The information was forwarded to the patient's following physician. The system remains in service and no adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.